Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle point burred, needle clog & bruising/bleeding on lot # 8297643. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow through the needle. No serious injury or medical intervention was reported. Verbatim: "material no: 320122, batch no: 8297643. It was reported: that the customer if experiencing bruising at the injection site after injection, burr on the pen needle tip and insulin doesn't flow through the needle during injection verbatim: child of consumer reported burr on pen needle tip and bruising at the injection site after injection, also reported that the insulin does not flow though the needle during injection. Appears to work during priming but will not work during injection, stated that she dials up two units to prime. Lot # 8297643, product # 320122, exp 10-31-2023. Occurrence date is unknown. Samples discarded, sending product voucher."